Manufacturer narrative:
(B)(4). Correction: catalog number - updated, unique identifier (UDI) number - updated, serial number - additional, lot number - additional, expiration date - additional, model number- updated.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/30/2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined post investigation. No additional patient or event information is available.